Event description:
Dealer alleges unit was at his facility for minor repairs due to the unit not powering up. The provider alleges the unit was sitting in his facility overnight not plugged in when it caught fire the next morning. No injuries or property damage reported.

Event description:
Dealer alleges unit was at his facility for minor repairs due to the unit not powering up. The provider alleges the unit was sitting in his facility overnight not plugged in when it caught fire the next morning.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.

Manufacturer narrative:
The extensive damage of the returned device has made it impossible to determine the root cause behind this alleged event.